Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no reported adverse impact on the customer¿s blood glucose level. Technical support provided the customer with complete pump reset instructions, and the customer planned to call back when ready to proceed with the troubleshooting process.